Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hypoglycemia. No lot release records were reviewed., as the product lot number was not provided.

Event description:
Customer reported high blood glucose up to 682 mg/dl and that he had to go to the hospital. Customer reported feeling nauseous and gave herself a manual injection of rapid acting insulin. He was treated with bolus of 10.6 unit of insulin and blood glucose slowly dropped to 249 mg/dl.